Event description:
Pt had an indura catheter implanted intrathecaly along with a synchromed in 2000 for treatment of intractable spasticity. It was reported that the pt had the catheter only removed in 2000. The reason given for the explant was open wounds and infection. Pt had a decubitus ulcer over the catheter site. A culture was taken of the wound and the result was pseudomonas aeruginosa. The pt was given both IV and oral antibiotics. Pt returned to baseline. After the wound healed a catheter was successfully implanted in 2001.